Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the onset of the patient's infection is reported under MFR # 2916596-2023-07909. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a debridement for a methicillin-resistant staphylococcus aureus (mssa) infection. Imaging on (B)(6) 2023 showed pericardial fluid around the left ventricular assist device (lvad) with stranding along the driveline. The patient had a left thoracotomy wash out on (B)(6) 2023 and had intravenous (IV) antibiotics. In mid-may, imaging showed recollection of fluid adjacent to the lvad that extended along the driveline, which was concerning for infection. The patient had several weeks of IV antibiotic infusions and was to restart their daily oral antibiotic suppression in (B)(6). Coordinators were unable to reach the patient from (B)(6) to the end of (B)(6). It was unclear whether the patient was taking their daily antibiotic for suppression during that time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that the patient was admitted in (B)(6) 2023 with a recurrent mssa driveline infection that extended into the mediastinum requiring a left anterolateral thoracotomy with exploration and drainage of several fluid collections surrounding the lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.